Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02590 and 2134265-2016-02588. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery to external iliac artery. After inserting a non-bsc introducer sheath and crossing a non-bsc guidewire, a 3.0-40, 135 wanda¿ balloon catheter was advanced but failed to cross the lesion. A non-bsc guide catheter was then advanced and a 1.5mmx 20mm coyote¿ es balloon catheter was also advanced via 0.014inch non-bsc guidewire for predilation. The lesion was predilated and it was then decided to advance another 3mm x 40mm x 146cm coyote¿ es balloon catheter. The balloon was initially inflated at 6 atmospheres however, it ruptured. The device was completely removed and a 3.0mmx30mmx143cm nc quantum apex¿ balloon catheter was then advanced to the lesion and inflated however, upon inflating at 10 atmospheres, the balloon ruptured. The device was also completely removed. Subsequently, a 0.035 inch non-bsc guidewire was used to advanced a 4.0-40, 80 wanda¿ balloon catheter however it failed to cross the lesion. A brachial artery approach was then added. After inserting another non-bsc introducer sheath in the left brachial artery, the 4.0-40, 80 wanda¿ balloon catheter was then re-advanced using the anchor technique. Predilation was performed however the balloon ruptured at 8 atmospheres. The device was completely removed and a 5.0mmx100mmx75cm mustang balloon catheter was then advanced and was able to dilate the lesion. A 6mmx120mmx100mm epic stent was deployed and post dilation was performed by the same mustang balloon catheter completing the procedure. No patient complications were reported and the patient's status was good.